Manufacturer narrative:
The engineer could not confirm the complaint. Summary the user intended to program a multi-step infusion on (B)(6) th for 10ml/hr, 20ml/hr, 30ml/hr and 40ml/hr for step 1, 2, 3, 4, respectively, however, the keypress logs show the user erroneously entered 23 as the hour value for step 4 causing the pump to auto-calculate the vtbi to 920ml. The user then pressed the clear button which cleared out the hour value and the rate entered by the user i.e., 40ml/hr. Consequently, the user corrected the hour value to 2 hours where the pump auto-calculated the rate to 460ml/hr (which is the correct value with a 920ml vtbi) and then the user entered 30 minutes for step 4 where the pump again auto-calculated the rate to 368ml/hr. Finally, the multi-step infusion was started with the following parameters for step 4: vtbi: 920ml, rate: 368ml/hr, duration: 02:30:00hrs evaluation/conclusion engineering evaluated the delivery accuracy of the multi-step infusions on 08/04, 08/06 and 08/11 and determined the pump is working as expected, delivering within the design tolerance and prompting the user to confirm the infusion parameters. The user neglected to verify the values entered when prompted before the multi-step infusion was started. This does not warrant the device to be sent into service. The pump passed all performance verification and all functional testing. Corrected information can be found in d8 - was device serviced by third party? D10 concomitant product and h6 component code.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
A plum 360 driver new reportedly did not follow the program entered and infused at a higher rate than expected. The reporter stated the pump had been programmed in multi-step mode (4 steps), set to infuse each step in 30 minutes: 10 ml/h, 20 ml/h, 30 ml/h, 40 ml/h, total volume: 250 ml. In the final step, the pump did not follow the programming and infused at a higher rate. There was a patient involved; however, there was no report of any human harm.